Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5 ¿ describe event or problem) should be: it was observed that during the device inspection, the colonovideoscope exhibited a clogged air/water cylinder. There were no reports of patient involvement. Correction: (d5 ¿ operator of device) should be: olympus; other. Correction: (g2 ¿ report source) should be: company representative. Correction: (g3 ¿ new aware date) should be: aug 29, 2024. Correction: (h6 ¿ impact code) should be: 2645 ¿ no patient involvement. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, air/water cylinder clogged with cotton like material, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. The foreign material was not identified. Root cause of the event was not specified. Although we confirmed the suggested event via photo provided by sbc, could not identify the material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a clogged water cylinder. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.